Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kjq253; batch# klj571, exp. Date 07/31/2018, MFR. Date 08/25/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: since there were two ampules on the table, it is uncertain which lot number was involved. Was the dermabond broken according to instructions for use (IFU): yes; was it difficult to break the ampoule (was extra force needed to break the ampoule): not noticeably; was the ampoule crushed repeatedly: just usual pressure to express dermabond; what was done to treat the shard penetration: followed facility protocol and reported to employee health; was medical or surgical intervention required: non reported; what is the status of the scrub tech¿s injury today: have not been advised of any condition; was the product sterilized or subjected to any other processes before application: no; are any pictures available: no pictures, sending in the affected device.

Event description:
It was reported that the patient underwent a bilateral breast debridement and removal of implants procedure on (B)(6) 2017. During the procedure, while applying the topical skin adhesive to the patient, the surgical tech had been cut by the ampule through both gloves. It was also reported that, upon investigating, a glass shard was visually seen protruding through the silicon ampule. There was no medical/surgical intervention for the surgical tech reported. Another like device was used to complete the procedure on the patient. There were no patient consequences reported.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿